Manufacturer narrative:
The investigations for one event determined there was a crack in the syringe sipper probe and the issue was consistent with this finding. The follow up/corrective actions for this event were: replacement of the probe with subsequent passing calibrations. The investigations for one event determined there was blocked tubing and the issue was consistent with carryover caused by blocked tubing. The follow up/corrective actions for this event were: the affected tubing was replaced. The investigations for one event did not identify a product problem. The follow up/corrective actions for this event were: none the reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous high results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 3 patients with the following: two erroneous results for the elecsys hcg + beta test system and one erroneous result for the elecsys tsh assay. One patient's age was (B)(6).the remaining patients' ages were requested, but not provided. The patients' weights were requested, but not provided. There were 2 females. The other patient's gender was requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.